Event description:
Pt reported the infusion device displayed an e4 (occlusion) error. Pt reported having a low blood glucose level; no result was provided. Pt reported being in the hosp. No further info is available. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.